Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently unavailable. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, gas such as o2/air, o2 flush did not flow when using the system for surgery by manual ventilation (mask). The vital of patient(spo2) became unstable temporarily but it recovered and the condition became stable. There was no reported patient serious injury.

Manufacturer narrative:
Date of device manufacture year is 1999. The month of manufacture was february. There was no malfunction of the ge healthcare equipment. The system was found to be working as designed. Because there was no malfunction and no death or serious injury, this event is not reportable.